Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that during hospitalization for re-evaluation, a minimal viscous secretion at the stoma level was identified. Locally there were no signs of erythema or irritation. A sample analysis revealed candida infection for which the patient received oral antibiotic fluconazole. The duodopa treatment was not interrupted.